Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. The vest® airway clearance system instructions for use (IFU) documents several warnings for the users to help prevent injury and/or equipment damage. The following warnings should be obeyed: if this product has a damaged power cord or plug, is not working properly, or has been dropped or damaged, do not operate it. For examination and repair, contact hill-rom. Additionally, to help prevent injury and/or equipment damage during cleaning of the device, the following warnings should be obeyed: inspect the air pulse generator and garments before each use. In addition, after each cleaning cycle, visually inspect each component for any wear, tear, or deformity. If you have any concern about a component, do not use it, and replace that component before the next therapy session. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the device had power cord damage with exposed copper wires. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).